Manufacturer narrative:
The removed power pcb assembly was returned to physio-control for evaluation. The cause of the reported failure was determined to be due to a diode, designator cr20, which was shorted from pin 8 to pin 4.

Event description:
It was reported that during a daily check, the device would not switch on. The power pcb was replaced a month earlier for the same issue. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): the device was not evaluated by physio-control.a third party agent evaluated the device and verified the reported failure. After replacing the power pcb, the device was returned to the customer for use.